Event description:
It was found during baxter's testing that a pump had no audio. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
Baxter received and evaluated the device the symptom no audio was confirmed and reproduced. The j-6 connector clip was depressed causing an intermittent connection with the back flex tail. After the tail was installed properly the unit performed as expected, with audio.